Manufacturer narrative:
This report is submitted on december 14, 2016.

Event description:
Per the patient's surgeon, the patient experienced fistula; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted january 17, 2017.